Manufacturer narrative:
Per tandem¿s t:slim x2 with control-iq user guide: "do not remove or add insulin from a filled cartridge after loading onto the pump." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer's blood glucose (bg) was 527 mg/dl and a correction bolus via the pump was delivered to address bg. Customer primed the tubing to address the issue. Additionally, the customer re-loaded a previously used cartridge with insulin. Tandem technical support educated customer regarding cartridge/insulin labeling.